Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited high out of range shock lead impedance measurements, greater than 125 ohms. No adverse patient effects were reported. It was reported that the shock impedances at implant were approximately 90-100 ohms. The patient will be monitored on a monthly basis.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.